Manufacturer narrative:
Therefore, because a serious injury may resulted in this case, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona.

Event description:
In this event the dentist reported that while treatment with a propex iq and following the use of chx, the patient got a swollen face and a shock. The patient was taken to the hospital. It seems the patient is allergic to paspertin. As for this MDR, outcome is unknown. Further information about the patient has been requested.